Event description:
The pt reportedly experienced a loss of lock with her device. Testing of the device confirmed loss of lock. The company was informed that the pt's device will be explanted. Advanced bionics is in the process of gathering more info. Once more info has been obtained a supplemental report will be submitted.